Event description:
Boston scientific received information that the patient with this device experienced an exposed wire coming out of the pocket site. To prevent infection a device replacement was scheduled. The device was explanted and replaced. To date, it is unknown if the device will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.